Event description:
A dialysis center reported to the authorities that during a hemodialysis treatment in 2005 the pt's venous line became partially disconnected. The treatment had been on going for about 3.5 hours. The pt access was by a left femoral catheter. It was reported that there was an estimated blood loss of 500 ml. There was a blood transfuision and the dialysis treament was resumed. The center reported that the baxter system 100 hemodialysis instrument did not detect the disconnection and did not alarm.